Event description:
Caller reported receiving cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided the caller through a pump reset, which resolved the issue, and the customer was able to successfully start their sensor session.